Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent dislodgement occurred. The 3.0x32mm taxus liberte bare metal stent came off of the delivery balloon when the stent protector was removed. The stent delivery system (sds) never entered the pt. The procedure was completed with a different device and no pt complications were reported. The pt's current condition is listed as "good".